Event description:
It was reported that an ilet touchscreen was found cracked after a shower, rendering the device unusable and not watertight, and the patient experienced trouble using the device; the issue was characterized as a device fracture involving the touchscreen component, and the patient uses a g7 sensor and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.